Manufacturer narrative:
It should be noted: customer called customer service to receive training on how to use her meter, not to report a problem with the meter. During the call, it was revealed the customer had introduced blood into the meter while attempting to test. User error contributed to this event. Therefore, this report is being sent as a final report. No investigation will be conducted.

Event description:
Customer reported that because she did not know how to use her precision xtra blood glucose meter she was unable to check her glucose status, and subsequently experienced fatigue and a seizure. Customer also noted the right side of her body became paralyzed, necessitating a two stay in the hospital. She further reported she self-presented to her healthcare provider, who checked her glucose and received a result of 50 mg/dl on an unk brand of meter. Customer was diagnosed with hypoglycemia and was given medications (not clarified) for her heart, epilepsy and cholesterol. Customer was also given food to eat and juice to drink. There was no report of death or permanent injury associated with this event.